Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor broke the needle when she was trying to insert. Customer's blood glucose was 110 mg/dl. Customer is returning the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specifications. Performed the sensor initialization test and the sensor passed per specifications.